Event description:
It was reported the patient experienced facial pain. As such, the patent underwent surgical intervention on (B)(6) 2019, wherein a new lead was placed to cover the area. No products were explanted and the issue is resolved.